Manufacturer narrative:
Initial reporter address: (B)(4). Device evaluated by manufacturer: the device was returned for analysis together with the 6fr sheath used by the customer. The customers sheath was torn along its entire length. On analysis, the investigator was unable to advance the device through a boston scientific 6fr sheath due to a balloon pinhole. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole approximately 9mm proximal to the distal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
Reportable based on device analysis completed on 10dec2020. It was reported that resistance was met when pulling out from the sheath. A 6.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. When pulling the device from the introducer sheath, resistance was met. No patient complications was reported. However, device analysis revealed a balloon pinhole approximately 9mm proximal to the distal marker band.